Manufacturer narrative:
Device evaluation of battery charger was completed. The reported problem (unable to charge a battery) was confirmed. Upon investigation however, the charger was unable to charge a battery due to the l601 being knocked off of the bedside board. The root cause of the damaged l601 was unable to be positively identified. There were no adverse events associated with the charger malfunction.

Event description:
A us distributor reported a battery charger was unable to charge a battery.